Manufacturer narrative:
The device history record (DHR) of lot number 5825262 was reviewed on 6/7/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received with the replacement surgery operative report on 6/14/2018. When the device was explanted, bilateral prosthesis replacement with 600cc mentor smooth round high profile silicone implants was also performed. No procedural complications were noted. Concomitant products: mentor smooth round moderate plus profile 300cc saline prosthesis, catalog #3502300, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 300cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed through an examination. As a result, the device was replaced with a gel implant on (B)(6) 2018.